Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) visited onsite and confirmed that the system was unable to power on. Review of the logfile shows while the system was off, the hospital mains power was lost confirming the cause to be a loss of hospital mains power. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and found that the hospital¿s mains supply had the correct voltages. On further troubleshooting, the fse found internal battery backup (ups) to be in a fatal error state. To resolve the issue, the fse performed a bypass on the internal backup (ups). After repairs, the system returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury upon recurrence; therefore, the complaint was reported. Since that time, new information has been received that has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. Based on the new information, this complaint is evaluated as not reportable. An external power failures or outages may occur, which can cause the azurion system not to boot up or start up, or to shut down. This scenario includes a situation in which the main hospital power supply is not functioning, or there is a localized power failure that is not caused by the azurion device. Since the malfunction of an external power source would not be considered a malfunction of the azurion system, this event would not be reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to power on. The device was outside use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.